Event description:
It has been reported to us that the deflation time for the balloon while using the inflation device was very slow. The patient had an acute myocardial infarction during the procedure. The physician inflated a balloon catheter with the inflation device and at some point of the during the procedure, the physician pulled the trigger on the inflation device to release the pressure and the balloon started to deflate; however, very slowly adding an additional 10 to 15 more seconds for deflation. The balloon did successfully deflate. The patient is reported to be fine. The account has indicated that the device used during the case has been discarded and will not be returned for evaluation.

Manufacturer narrative:
This report is considered to be the initial and follow-up 1 medwatch report being submitted. If any additional information is provided at a later date, a follow-up report will be sent. The customer has indicated that the subject device has been discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is known and a review of the device history record did not detect any deficiencies in the manufacturing process. Device discarded-not returned for evaluation.